Event description:
There was an equipment malfunction with a 2.4-cm nitinol zero-tip basket that broke intraoperatively in the ureter, leaving a small amount of a wire in the ureter. There is no specimen.